Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare provider reported, a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flaw opening. Crease/folding of implant: observe. Other technical: observe. No additional observations are performed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported "any creases," and "particles in valve." Device has been explanted and replaced.